Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ICD and rv lead were explanted and replaced due to intermittent output and failure to shock. This is all of the information that was provided to us. Should additional information become available, this event will be updated.